Event description:
Edwards received information that a 21 mm 11500 pericardial aortic valve, implanted approximately two (2) years and eleven (11) months, was explanted due to a large amount of thrombus on the leaflets was found during operation for aortic dissection. The device was replaced with the same size and model 21 mm 11500 valve with a concomitant mitral valve replacement, tricuspid annuloplasty and ascending and arch aorta replacement with no patient adverse event reported. The device will not be returned for evaluation as it was discarded at the hospital. The patient status was reported as "under treatment". There was no allegation of device malfunction. A 85-year-old female patient with a medical history s/p avr to correct aortic stenosis, aortic enlargement.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The most likely cause is patient factors.